Event description:
It was reported that this pacemaker system had two stored ventricular episodes that were requested for review. Technical services (ts) analyzed device episode data and found that there was oversensing of noise on both right atrial (ra) lead and right ventricular (rv) lead channels consistent with possible electromagnetic interference (emi). Ts recommended an in-office evaluation although present lead measurements were stable. It was noted that this patient is pacing dependent and was symptomatic because there was up to five seconds of pacing inhibition. No adverse patient effects were reported. Currently, this pacemaker system remains in service.